Manufacturer narrative:
Device evaluated by MFR: the unit returned with its original pouch. The unit returned has distal end damage, as part of overall visual revision. The unit returned matches with upn provided by the customer. Visual inspection was performed and the device presented a distal tip kinked with the coating partially detached approximately 1.5cm exposing the corewire tip. No evidence of corewire fractured. All the outer diameter (ods) and guidewire overall length taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
(B)(4). It was previously reported the lesion was in a coronary artery, it was further reported that the target lesion was located in the anterior tibial artery. The patient was admitted due to non-healing ulcer with ischemia of the right great toe. It was previously reported that the tip of the pt graphix¿ guide wire broke off and was snared; however, the 2mm portion of the wire tip was not able to be snared. Extensive manipulation of the wire was performed, but they were unable to open the occluded vessel. The patient was discharged without complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire fracture occurred. The totally occluded target lesion was located in a very calcified coronary artery. A 300cm pt graphix¿ guide wire was advanced to the target lesion. However, the guide wire broke inside the vessel. The physician was able to snare the device out. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as user facility medwatch mw5057714. It was previously reported the lesion was in a coronary artery, it was further reported that the target lesion was located in the anterior tibial artery. The patient was admitted due to non-healing ulcer with ischemia of the right great toe. It was previously reported that the tip of the pt graphix guide wire broke off and was snared; however, the 2mm portion of the wire tip was not able to be snared. Extensive manipulation of the wire was performed, but they were unable to open the occluded vessel. The patient was discharged without complications.